Event description:
Patient's device diagnostic testing at office visit resulted in high impedance (dc dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of life. The patient has received efficacy with the vns therapy, however, the patient reportedly has had an increase in seizures since 6 months prior to this office visit. The increase was reportedly not above pre-vns seizure baseline. The patient has not been able to feel magnet stimulator. X-rays were performed and sent to the manufacturer for review. No obvious lead breaks were identified, but the entire lead could not be visualized as some of it was under the generator, so a lead fracture could not be ruled out as the cause of the high impedance. In addition, it appears in the x-rays that the lead connector pin does not appear to be fully inserted past the generator connector block, which can also cause possible loss of therapy. Revision surgery is planned. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Further follow-up revealed that the patient underwent revision surgery. During the surgery the lead pin was pushed back into the generator header and the setscrew was tightened. It was reported that the patient suffered a fall, which likely resulted in the head pin becoming disconnected from the generator header.